Manufacturer narrative:
The reported no communication was confirmed in the laboratory and was due to low battery voltage. The device was tested on the bench and on our automated testing equipment and found to be normal. The battery was returned to the vendor for further analysis. No anomalies were found. The device is normal.

Event description:
It was reported that the patient presented in the hospital due to syncope. Device could not be interrogated. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.